Event description:
The device overheated during a service evaluation at the manufacturer facility. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required; there was no associated procedure.

Event description:
The device overheated during a service evaluation at the manufacturer facility. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required; there was no associated procedure.